Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had an occlusion error. The medication was programmed to infuse for four hours but when the nurse came to check on the patient within 30 minutes the infusion was found to be complete. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, report source, report source other additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module had an occlusion error. The insulin infusion started at 11:10pm and was stopped at 11:49 pm when the staff realized "almost entire bag was empty 100 ml." The medication was programmed to infuse for four hours at a rate of 4 units/hr but when the nurse came to check on the patient within 30 minutes the infusion was found to be complete. It was reported that two other normal saline and "d5ns" infusions running as well. One normal saline started at 2039 started 200ml/hr, the second normal saline began at 2234 at 500ml/hr, and d5ns started at 2317 at 200ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a0406 - material deformation (2976), g04100 - post, c07 - mechanical problem identified, c0201 - electrical/electronic component problem identified, d15 - cause not established, d02 - cause traced to component failure. Correction: unique device identifier (UDI)#, initial reporter last name. Additional information: imdrf annex c, d codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary: the reported event of insulin infusing faster than expected was not confirmed nor replicated during investigation. Laboratory testing of the pump module found it to be delivering fluids within specifications. However, it was found during an inspection of the device that the bezel assembly was an unapproved third-party part. Closer inspection of the bezel assembly showed the insert of the top-right bezel boss to also be protruding above the surface of the boss. The tamper seal for the mechanical assembly was also observed to have been broken. Anomalies on the bezel and mechanical assembly can lead to infusion inaccuracies and/or free flow conditions. The volume contained in the IV bag at the start and end of the infusion could not be determined from the event logs of the pcu and pump module. The administration set was not returned for investigation and was unable to be inspected or tested. It is recommended to use only bd-approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the reported over infusion is being attributed to the use of an unapproved third-party bezel, as well as the protruding bezel boss insert observed on the bezel assembly. Note that this report lists imdrf annex a1801, a090202, c0601, c02, d0302, g02017, g05005 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had an occlusion error. The insulin infusion started at 11:10pm and was stopped at 11:49 pm when the staff realized "almost entire bag was empty 100 ml." The medication was programmed to infuse for four hours at a rate of (B)(4) units/hr but when the nurse came to check on the patient within 30 minutes the infusion was found to be complete. It was reported that two other normal saline and "d5ns" infusions running as well. One normal saline started at 2039 started 200ml/hr, the second normal saline began at 2234 at 500ml/hr, and d5ns started at 2317 at 200ml/hr. There was patient involvement but no harm.